Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They were asked to clarify the report that the therapy stopped working on (B)(6) 2019 they responded the patient was trying to use their communicator while the communicator was charging and the cause of the therapy no longer working on (B)(6) 2019 was a dead communicator. The actions taken to resolve the issue was troubleshooting with a manufacturer representative over the phone. The cause of the inability to connect and increase stimulation was also a dead communicator and charging the communicator resolved the issue. Additional information was received from the patient. They were asked to clarify the reported issue and they stated they thought it was both the patient and the device. The cause of the therapy no longer working on (B)(6) 2019 was reported to be it being awkward holding their arm in the back of them, it hurt their shoulder. They had no idea if the device was malfunctioning. The actions taken to resolve the issue was they were going to the doctor's office the following day and they were going to wait until then. They stated the cause of the inability to connect and increase stimulation was unknown, to resolve the issue they were assisted by a manufacturer employee at the doctor's office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated the therapy was working up until (B)(6) 2019. The stated the communicator was charged, but would not stay on when they were trying to connect to their ins. They stated the communicator was plugged into a power source at the time. It was reviewed they needed to unplug it from the power source prior to using. Patient services attempted to have the patient connect to the ins to increase stimulation, but the patient was not able to connect and increase stimulation. It was noted that the patient's arm was starting to get tired from trying to hold the communicator in place. Caller was redirected to their healthcare provider, they reported they had an appointment scheduled for the following day. No further complications were reported or anticipated.